Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing tenderness, discomfort and resulting in some skin coming away with the adhesive had occurred while wearing the pod longer than 72 hours on the leg. The patient went to the emergency room (ER) on (B)(6) 2024 at (B)(6) hospital. The patient's blood glucose levels were 10.1 mmol/l (181.8 mg/dl). At the hospital, the wound was assessed, dressed and the patient was prescribed antibiotics named ciprofloxacin. The patient was discharged after a few hours.